Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, while loading the heartstring iii device, it was observed that the proximal seal was inverted in the loading device. The concave side of the seal was on the incorrect side of the loading device window. The procedure was completed using a partial clamp. The hospital did not report any pt effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for eval. It showed signs of clinical usage. There was no evidence of blood on the device. The seal was received outside of the delivery device. The delivery device was received inside of the loading device. The green slide lock and the white plunger were depressed on the delivery device. This failure is potentially attributed to user technique. It appears that the seal had been prematurely deployed. As stated in the IFU, the user should ensure that the lock is locked. If the lock is unlocked, care should be taken to avoid any accidental depressing of the plunger. Based upon the eval results, the reported complaint could not be confirmed for "inverted seal"; however, it was confirmed for premature deployment. The results of our eval and a copy of the IFU were provided to the customer. Internal file number - (B)(4).